Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was manufactured in 2004 and the manufacturing record could not be reviewed. The exact cause of the reported event could not be conclusively determined. It was presumed that there was no image on the monitor due to a failure of the converter unit, and a communication failure occurred due to the malfunction of the main board and the image flickered. The cause of failure of converter unit and the main board could not be identified.

Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was september 8, 2021, not september 7, 2021 as reported in initial MDR.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that no image was on the monitor due to power unit failure. It was also found that there was flickering in image due to circuit board failure. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.